Event description:
It was reported that the pt suddenly was no longer able to hear. No accident or trauma is known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.